Event description:
It was reported by a customer that on (B)(6) 2011 the fiber tip detached inside of the patient at 107,005 joules. Additional information reported by the customer was during set-up the aim test was performed and the beam was visible. During the procedure, it was observed that the beam shot straight away when the event occurred. It was observed that the laser activated fiber life and went into standby. Per the customer, the collapsing prostate tissue made it difficult to keep the fiber tip away from the tissue during lasing. The fiber tip came out when flushing with irrigation. There is no possibility that any pieces of the fiber cap still remain in the patient. The event did not cause any issues with the patient.